Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. This adverse event has previously been reported to the FDA under abbott diabetes care reference: (B)(4). This report contains additional information reported by healthcare professional to (B)(6). The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an (B)(6) declaration in which a healthcare professional reported a low reading issue with the freestyle libre sensor. The healthcare professional had previously contacted adc to report the adverse event. The following information provided in the (B)(6) declaration was not previously reported to adc: a customer obtained unspecified low readings were reported from (B)(6) 2021, and due to this customer stopped insulin injections. When customer was evaluated at hospital, customer presented with 8 mmol/l ketones, troponin elevation of 27, hyponatremia at 123, hyperkaliemia at 5.2 mmol/l, and creatinine at 147 micromol/l. In addition to diabetic ketoacidosis, customer experienced acute renal failure due to stopping insulin. A new sensor was applied on (B)(6) 2021 when customer was in hospital, which displayed reading of 500 mg/dl. Adverse event was previously reported to FDA under adc reference (B)(4).